Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The insulin pump showed no signs of physical damage but had been dropped. The insulin pump was not exposed to moisture. The display did not return when a new battery was inserted. The blood glucose reading was 160 mg/dl. It was advised for the customer to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. It was advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.